Manufacturer narrative:
(B)(4). The reported product is an unknown baxter minicap. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The patient was not hospitalized for the peritonitis event. The patient was treated with fortum (1g daily for 10 days, route of administration not reported) for peritonitis. The cause of the event was unknown. Action taken with therapy was unknown. The outcome of the event was unknown. No additional information is available. This is report 3 of 3